Manufacturer narrative:
H.6. Investigation: one photo was provided. The photo shows a syringe with the barrel flange damaged and the barrel shows a crack towards the top, close to the barrel flange. This could have happened during the posiflush assembly line. It could have happened that a jam occurred at the plunger rod assembly process inducing damages to the plunger rod and barrel. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.

Event description:
It was reported that syringe 10ml saline fill china sp had a broken plunger rod. The following information was provided by the initial reporter: "1 when the nurse was flushing the patient's tube, she found: a. The tail of the syringe was broken - 4 products. B. The right part of handle was missing on the barrel, total number was 1. C. There was cracks found in the end of syringe, total number was 5. Those 10 products were the same batch number. They were provided to sell a broken product, while the rest were all discarded. The department did not take photos. 2 the product was applied to patients, but no harm was caused."

Manufacturer narrative:
Investigation summary: one photo was provided. The photo shows a syringe with the barrel flange damaged and the barrel shows a crack towards the top, close to the barrel flange. This could have happened during the posiflush assembly line. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 4th complaint to lot# 9113975 for this type of defect or symptom. Previous complaint (B)(4). There was no documentation for this type of defect during the entire production run of this batch. Root cause description: posiflush assembly line. It could have happened that a jam occurred at the plunger rod assembly process inducing damages to the plunger rod and barrel. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 10ml saline fill china sp had a broken plunger rod. The following information was provided by the initial reporter: "1 when the nurse was flushing the patient's tube, she found: the tail of the syringe was broken - 4 products. The right part of handle was missing on the barrel, total number was 1. There was cracks found in the end of syringe, total number was 5. Those 10 products were the same batch number. They were provided to sell a broken product, while the rest were all discarded. The department did not take photos. 2 the product was applied to patients, but no harm was caused."